Event description:
Sorin group received a report that during setup for a procedure, the s5 double head pump gave several error messages and stopped. After multiple attempts were made to power cycle the pump, the pump ran normally with no further issues. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.